Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient had perforation when physician cannulated the coronary sinus (cs) using this extended hook catheter. The issue was eventually resolved with no corrective action. No additional adverse patient effects were reported.